Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set are having issues with drawing blood / clogged needles. No serious injury or medical intervention.